Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the device was not returned and no presumption of cause has been reached. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the user facility that they were experiencing a delay with the video system center¿s mobile cart. The image would freeze and come back after a delay. It would occur during scoping/going into another patient cavity and with only one of the monitors. There were no reports of patient harm.